Manufacturer narrative:
A field service engineer (fse) called the customer to address the reported event. The customer had already removed the instrument cover to inspect the bf wash probe; the wash probe tip was missing. The customer replaced the wash probe tip which resulted in the instrument running with no errors. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 05aug2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 4039 wash probe home not found: description: the home position of the bf probe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported event was due to a missing wash probe tip.

Event description:
A customer reported getting error message 4039 wash probe home not found on the aia-360 instrument. The customer stated that the tubing connected to the top of the wash probe was disconnected. The customer called back and stated that there were no washing errors but all quality control (qc) results were either very high or very low. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctn1 2), and creatine kinase mb isoenzyme (ck-mb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.